Event description:
It was reported that, during patient use, the ventilator generated a tidal volume malfunction. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the customer reported malfunction. The cse performed extended self-testing (est), and the flow sensor test failed. The cse cleaned the inspiratory flow sensor (o2) to resolve the issue. No components were replaced. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.